Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer septal occluder was successfully implanted. The following morning, it was discovered that the device had embolized from the atrial septum. The patient was taken back to the cath lab and the device was removed without incidence. A 24mm amplatzer septal occluder was then selected for implant, but presented in a cobra deformation. A new 24mm amplatzer septal occluder was then attempted, but not implanted as the device didn't look stable. It was determined this defect was not suitable for transcatheter closure. The patient remained stable throughout both cath procedures and suffered no complications.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer septal occluder was successfully implanted. The following morning, it was discovered that the device had embolized from the atrial septum. The patient was taken back to the cath lab and the device was removed without incidence. A 24mm amplatzer septal occluder was then selected for implant but presented in a cobra deformation. A new 24mm amplatzer septal occluder was then attempted, but not implanted as the device didn't look stable. It was determined this defect was not suitable for transcatheter closure. The patient remained stable throughout both cath procedures and suffered no complications.